Event description:
The report received from the affiliate indicated that pta was being performed of a lesion with 99% instent proximal edge restenosis of an unknown smart control stent (catalog and lot numbers unknown) with heavy calcification and mild vessel tortuosity that was placed 12 months prior in the superficial femoral artery. After the pre-dilatation was conducted with unknown balloon catheter, a smart control (complaint product) was delivered to the target lesion through a 6f sheathless pv catheter (asahi intecc). Just before the stent deployment, the stent position seemed to be incorrect under the fluoroscopy and some gap was noticed with the distal marker of outer sheath. Therefore, the sds was removed from the patient. Another product (different size, lot unknown) was used instead and the procedure was completed without other problems. There was no adverse event and the patient is in stable condition. There will be product return. The smart control locking pin was in place during advancement towards the lesion and the locking pin was removed before attempting to deploy the smart control stent. The sds was advanced past the lesion and then withdrawn back into the lesion prior to stent deployment. The user held the handle of the smart control sds flat and straight outside the patient.

Manufacturer narrative:
Smart control stent, catalog number c07040sl, lot number 15320670. (B)(4). The catalog and lot numbers for the actual product used in the procedure are unknown. This device is not available for testing and evaluation. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
The report received from the affiliate indicated that pta was being performed of a lesion with 99% instent proximal edge restenosis of an unknown smart control stent (catalog and lot numbers unknown) with heavy calcification and mild vessel tortuosity that was placed 12 months prior in the superficial femoral artery. After the pre-dilatation was conducted with unknown balloon catheter, a smart control was delivered to the target lesion through a 6f sheathless pv catheter (asahi intecc). Just before the stent deployment, the stent position seemed to be incorrect under the fluoroscopy and some gap was noticed with the distal marker of outer sheath. Therefore, the sds was removed from the patient. Another product was used instead and the procedure was completed without other problem. There was no adverse event and the patient is in stable condition. The smart control locking pin was in place during advancement towards the lesion and the locking pin was removed before attempting to deploy the smart control stent. The sds was advanced past the lesion and then withdrawn back into the lesion prior to stent deployment. The user held the handle of the smart control sds flat and straight outside the patient. Upon receipt of the device, it was almost separated in two pieces. Additional details are not available. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. No corrective or preventive action will be taken, given that; with the information provided the reported failure/event does not appear to be related to the manufacturing process. In-stent restenosis (isr) is associated with the progression of atherosclerotic disease and is a known potential adverse event following stent implantation and does not represent a device failure. Intra-arterial stent placement is a treatment of the disease process, it is not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. Vessel occlusion, restenosis, intimal hyperplasia or recurrent strictures are well known documented potential complications of this type of procedure and are listed in the IFU as such. In the literature, in-stent stenosis rates range from 11% to 39% from 6 to 12 months after stent placement. Rates were higher in older patients with more severe atherosclerosis and depended on the type of stenosis treated. Isr is more prevalent in ostial stent placement procedures. Stenoses in stents are usually treated with intrastent pta or placement of a second stent. Factors that may have influenced this event include patient, procedural, pharmacological and lesion. This is one of two devices associated with the reported event that were submitted under the following manufacturing numbers 9616099-2011-00932 and 9616099-2011-00896. Please note that this statement was inadvertently not included in the initial report.